Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The hospital suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 7.09 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The hospital suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The hospital suspected device malfunction. The patient was doing well postoperatively.